Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was found to have blood in the device.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h3, h4, h6, h10. Fse states he cannot complete service until the delivery of a new "safety disk". This complaint record is being closed due to insufficient information after three (3) good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. No repair information has been received, therefore this complaint is being closed. If information is received, we will reopen and update the complaint.

Event description:
N/a.

Manufacturer narrative:
Updated sections: b4, e1(name and email), e2, e3, g2, g3, g6, h2, h10, h11. Corrected sections: b5.

Event description:
It was reported that before patient use the cardiosave intra-aortic balloon pump (iabp) unit was found to have blood in the device.

Manufacturer narrative:
Corrected fields: d4 (UDI#), h10 the repair was not carried out because there are no safety disks. The device sucked blood, so among other things the safety disk had to be changed, which unfortunately cannot be delivered. This complaint record is being closed due to insufficient information after three (3) good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. No repair information has been received; therefore this complaint is being closed. If information is received, we will reopen and update the complaint.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h6 type of investigation h11. The repair was not carried out because there are no safety disks. The device sucked blood, so among other things the safety disk had to be changed, which unfortunately cannot be delivered. This complaint record is being closed due to insufficient information after three (3) good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. No repair information has been received, therefore this complaint is being closed. If information is received, we will reopen and update the complaint.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: h6 (investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and troubleshooting revealed a contaminated pneumatic module and cable and hose connection to the pneumatic module, other parts were not affected. The contaminated parts pneumatic module assy and pim to backplane cable assy were replaced. Software update to d.01 carried out, current operating instructions handed over. Device calibration, performance and leak tightness checked, ok. Functional test, inspection and test run ok. Electrical safety checked, ok. The device is not ready for use again due to lack of maintenance with battery replacement.